Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed of and is not available for return. A device evaluation cannot be performed. If any additional relevant information is received, a supplemental medwatch report will be filed.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was found to have a different label on the outside of the outer box, than what was packaged inside. According to the complainant, the inner package was labeled as a 25ga expect aspiration needle device. The outer box, which hold the individual devices had a label for a 22ga expect needle device. The 25ga needle was used for the case without an issue, and the case was considered a success. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Event description:
It was reported to boston scientific corporation that an expect aspiration needle device was found to have a different label on the outside of the outer box, than what was packaged inside. According to the complainant, the inner package was labeled as a 25ga expect aspiration needle device. The outer box, which hold the individual devices had a label for a 22ga expect needle device. The 25ga needle was used for the case without an issue, and the case was considered a success. No patient complications were reported as a result of this event. At the conclusion of the procedure, the patient's condition was reported to be stable.

Manufacturer narrative:
Z -3215-11. (B)(4).